Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -10.50/2.0/001 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a spherical lens implanted horizontally due to low vault with rotation. The exchange resolved the problem. Reportedly, "initial lens: implanted vertically, replacement lens: implanted horizontally. Performed lasek for astigmatism."

Manufacturer narrative:
Additional information: d9-return date: 04/06/2023. H3:device evaluation: lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Corrected data: h6- 2923 added for lens rotation. H6-4625-added for corneal refractive surgery. Claim# (B)(4).